Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As reported: "during surgery, the wire of the ts poly implant was partially exposed and not fully seated even before implantation. Please see the attached picture." Per mps: occurred during a mako knee. The wire was protruding, and when the surgeon tried to seat it the wire came out. There was approximately a 5 minute surgical delay with a tourniquet in use.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a triathlon insert was reported. The event was confirmed via the provided photo. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that during a mako knee surgery, the wire of the ts poly implant was partially exposed and not fully seated even before implantation. It was further reported that the wire was protruding, and when the surgeon tried to seat it the wire came out. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "during surgery, the wire of the ts poly implant was partially exposed and not fully seated even before implantation. Please see the attached picture." Per mps: occurred during a mako knee. The wire was protruding, and when the surgeon tried to seat it the wire came out. There was approximately a 5 minute surgical delay with a tourniquet in use.